Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic thoracoscopy: "when the bag was being pulled out of the incision, the distal part of the bag broke through the tip and specimen fell out. Rep was not aware of any sharp instrumentation being used during retrieval. They opened another inzii bag to retrieve the specimen." Additional information received from sales representative on august 23, 2016. The surgeon and 1st assist new to our retrieval bags, previously used anchor nylon purple bag. The second inzii bag was the same model as the first. When using the 2nd bag the incision was enlarged slightly to facilitate removal with 2nd bag. The specimen that as removed was the large lung wedge. The rep does not know the size of specimen but it did fit into our 10mm bag. All specimen(s) were attempted to be removed at one time in our 10mm bag. No other instruments, beside the tissue bags, were being used during the retrieval process. The port site was enlarged for specimen removal at the end. The bag was removed via cord through the enlarged incision port site and the handle/shaft of the device had already been disconnected prior to removal. There are no pictures or videos of the procedure available. Patient status - no ill side effects, no harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.